Manufacturer narrative:
(B)(4).

Event description:
During a hip arthroscopy it was reported that one anchor broke during insertion. The patient's post-operative condition was not reported. This information was identified during a literature review in the following article: park m-s, yoon s-j, kim y-j, chung w-c. "Hip arthroscopy for femoroacetabular impingement: the changing nature and severity of associated complications over time." Arthroscopy: the journal of arthroscopic & related surgery. 2014; volume 30 number 8:957-963.